Event description:
Sorin group USA received a report that the scp alarmed and clamped the erc during the procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to investigate. While at the facility, the field service representative was able to confirm the issue. The system was replaced with a backup. The panel was sent to sorin group deutschland for further evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.